Event description:
It was reported that the customer has passed away at home. The caller stated that the customer never used the insulin or the sensors. The customer had complications from a surgery and never got training for the insulin pump and sensor use. The customer had a surgery on (B)(6) 2014. The customer's blood glucose at the time of death was unknown. The spouse stated that the insulin pump and all of the other materials were unopened and she wanted to return everything. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.